Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Additional information: the lens exchange resolved the problem. Device evaluation: the lens was returned dry in a lens case/vial. Upon visual inspection, the haptic was observed to be torn/broken/bent/deformed with foreign material on the lens surface and scratches. (B)(4).